Event description:
The rptr indicated that the pt has experienced an event since her pre-discharge study was done. The therapy was appropriate and successful, but the atrial wave form was not available. Under diagnostic setup, the waveform was indeed off, and pre-discharge printouts show it to be on.